Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data: h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - extraction instruments: tfna/pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as part remains in the patient and part was discarded by the facility. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a removal surgery for pfna implants after subtrochanteric fracture of the femur was performed on (B)(6) 2021. During the surgery, the surgeon could not connect extractor to the blade. After removing end cap and distal locking, when remaining the blade and the nail, however, the surgeon still could not connect extractor. The blade was in a locked state, so the surgeon tried to unlock, but a hexagonal screwdriver just spun out. There was a risk of secondary fractures if the surgeon removed the blade with locked state, the surgeon tried to remove with a pliers or similar tool by his judge, but the blade did not move. The surgeon removed the bones around the blade with a circular chisel, he moved the nail lightly with extractor to move the blade as much as possible. The surgeon connected a compression instrument to locked blade, and he carefully removed the blade by patently slap hammering under x-ray image. Removing was successful, but there is a risk of secondary fractures because the lateral cortex has been greatly reduced and the blade in bone head was removed with locked state. The surgery was completed with 120 minutes delay. The surgeon plans to take a longer non-weight bearing period for the treatment. It was also reported that he removed the implants because the patent had a pain, he has concerns about if the patient can keep non-weight bearing. The patient had been implanted dhs implants for trochanteric fracture at another hospital on (B)(6) 2016. On (B)(6) 2016, she underwent the revision surgery by removing dhs implants and implanting tfna implants due to the dislocation of dha implants. During the revision surgery, when inserting the blade, the surgeon at the time found a breakage of blade-end, and tried to replace the blade with another size, however, he/she could not connect extractor to the blade as in this case. No further information is available. This (B)(4) captures the difficulty of removing the blade due to the extractor that could not connect to the blade intraoperatively while (B)(4) captures the removal of the pfna ii implant due to pain postoperatively. Concomitant device reported: unk - pliers (part# unknown; lot# unknown; quantity: 1). Unk - screwdrivers (part# unknown; lot# unknown; quantity: 1). Unk - cutting instruments: chisel (part# unknown; lot# unknown; quantity: 1). Pfna-ii blade: (part #04.027.052s, lot# l85 tan: 2l71263 quantity unknown). Unk - extraction instruments: tfna/pfna: (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for one (1) unk - extraction instruments: tfna/pfna. This is report 1 of 2 for (B)(4).